Manufacturer narrative:
Additional information: the device was returned in the unsealed thermoform packaging tray with the injector nested in the inner tray. The device evaluation was completed, and no non-conformances related to the reported event were found. The device history record review of the manufacturing lot was performed and no non-conformities related to the reported event were found. A review of the device labeling and associated risk documents was completed. Iridodialysis, iris atrophy and decreased/impaired vision are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. Iridodialysis, iris atrophy and decreased/impaired vision are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported events could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a left eye (os) trabecular microbypass stent system procedure, the patient presented approximately eleven (11) months postoperatively with visual acuity loss of two (2) lines, described as "mild" and "non-serious" and the event noted as recovering with no intervention. Additionally per report, the patient was noted with "intraoperative" iridodialysis, and a slit lamp examination on postoperative day one (1) identified iris atrophy, described as "mild" and "non-serious" with no intervention and the event noted as ongoing. Additional information has been requested.

Manufacturer narrative:
Additional information: b6, g2, g3. MFR# reference: (B)(4).